Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Customer's blood glucose was 436 mg/dl. The customer stated, they have treated their blood glucose with 5.5 units of insulin. The customer also reported insulin was able to exit with a push plunger. The customer stated, the insulin pump did not alarm no delivery with a manual prime. Customer was advised the insulin pump was working as designed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.